Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The imagery provided by the site shows the condition of the device post-procedure. The proximal balloon spring bond is exposed suggesting a break somewhere between the guidewire and nose tip assembly bond. An exposed balloon wing is visible suggesting a tear on the crimp balloon proximal to the inflation to crimp (I/c) balloon bond. The valve is not fully aligned on the inflation balloon. A device history review (DHR) was performed. These work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint. The work orders revealed no issues that would have contributed to the complaint. A lot history review  was performed and revealed no other complaint relating to ¿delivery system- difficulty with valve alignment¿, ¿distal tip, nose tip- separated¿ and ¿balloon-torn¿. A review of the complaint history from january 2018 to december 2018 revealed other returned complaints ¿delivery system- difficulty with valve alignment¿ and ¿distal tip, nose tip- separated¿ for all commander delivery systems (all models and sizes). A review of complaint data for december 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿valve alignment difficulties¿). A review of complaint data for december 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿separated¿). A review of complaint data for december 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). No instructions for use (IFU) or training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints ¿delivery system- difficulty with valve alignment¿, ¿distal tip, nose tip separated¿ and ¿balloon-torn¿ were confirmed based on imagery provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing nonconformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. The following patient/procedural factors can result in difficulty with valve alignment: performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. It is possible that valve alignment was performed in a non-straight section since the patient had ¿difficult anatomical angles¿. If the thv is unseated during alignment, it can cause resistance while performing valve alignment and/or fine adjustment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces.  Residual volume left in the balloon could enlarge the inflation balloon profile and create interference with the valve during valve alignment, which subsequently led to increase in valve alignment forces. This was recreated in a previously performed engineering study.  Improper crimping of the valve onto the balloon. The valve may not be crimped to the appropriate size or may have been damaged during the crimping process. It is possible that the cause of the crimp balloon tear is related to the potential root causes identified and documented in the product risk assessment where the tear occurred during valve alignment or during withdrawal of the delivery system. If high valve alignment forces occurred due to the factors listed above, a material failure in the area in question could occur. This is evidence in the previously performed engineering study if residual fluid remained in the system from the de-airing the balloon during device preparation. Also, per complaint description, ¿the commander delivery system and sapien 3 valve were inserted through a non-edwards 26f 65cm dryseal sheath¿. As the consequences of using an edwards delivery system with a non-edwards sheath are unknown with addition to the mentioned difficult anatomical angles, a combination of these events could have led to issues when retrieving the crimped valve through the sheath causing the nose tip to separate and the balloon to tear. Additionally, the corrective action and preventative action (CAPA) investigation captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. A definitive root cause cannot be determine at this time, but it is possible that procedural factors (off label use; valve alignment in non-straight section) contributed to the reported event. The ¿delivery system- difficulty with valve alignment¿, ¿distal tip, nose tip- separated¿ and ¿balloon-torn were confirmed . No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (off label use; valve alignment in a non-straight section) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in the product risk assessment.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-00154

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is underway.

Event description:
As reported by a field clinical specialist for an off label pulmonic case, the patient had a failed 22mm homograft in the pulmonic position. Balloon sizing was performed with 25mm balloon and a 26mm sapien 3 valve was to be positioned inside the failed homograft. The commander delivery system and sapien 3 valve were inserted through a non-edwards 26f 65cm dryseal sheath without issues. The delivery system and valve were able to be tracked through the patient's difficult anatomical angles. Gross alignment was performed without issues. However, during fine adjustment, difficulties were encountered. The balloon marker came back while aligning, but the nose cone did not. It was observed that the nose cone had separated and was being held to the system by the coil/spring. The delivery system and valve were removed without injury to the patient. The sapien 3 valve was re-used on a non-edwards delivery system (24mm bib dilation catheter) and during deployment the valve embolized. The patient was surgically opened to remove the valve.